Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilation. However, during inflation, the balloon burst at nominal atmosphere. The procedure was completed with another of same device. There were no patient complications reported and patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilation. However, during inflation, the balloon burst at nominal atmosphere. The procedure was completed with another of same device. There were no patient complications reported and patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2mr balloon catheter. A visual inspection revealed numerous kinks to the hypotube of the device, and at 39.7cm from the strain relief, the hypotube of the device was separated. A microscopic inspection revealed a 15mm longitudinal tear from the proximal markerband to the distal markerband of the device. There was contrast and blood in the inflation lumen and the loosely folded balloon. There was blood in the guidewire lumen.